Event description:
Attorney alleges that on (B)(6) 2012 the patient had to call 911 and was taken to the hospital as he was bleeding, with symptoms of an infection, pain, loss of weight and appetite. Attorney alleges that at the hospital it was allegedly identified that the patient was with sepsis and infection from the implant of the implantable neurostimulator and the patient had another surgery to clean the wound from the first surgery, drain and evaluate the infection. Attorney alleges that from the studies realized, it was identified that the implantable neurostimulator was infected and it was removed during a third surgery. Attorney alleges that the cause of the incident was by not properly dealing with the transport, use, and implant of the device. Information was also reported in manufacturer's report # 3007566237-2013-01966. Additional information will be reported in manufacturer's report # 3004209178-2013-08291.

Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(6), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), product type extension product ID: 3708140 lot# serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that the patient received an implantable neurostimulator (ins) on 2012 (B)(6). On 2012 (B)(6), the patient called 911 and was taken to the hospital with bleeding and had symptoms of infection, pain, weight loss, and loss of appetite. At the hospital, it was found that the patient had sepsis and infection from the implant of the ins. The patient underwent surgery to clean the wound and drain and evaluate the infection. It was stated that the ins was infected and it was removed in a third surgery. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).